Event description:
Rptr alleges in 9/98 the pt consulted a chiropractor for pain and stiffness in her neck; therefore, had a spinal manipulation performed and then developed a hematoma of the left breast afterward. Rptr also alleges the pt had a mammogram done and no hematoma was noted. Pt was seen on 10/28/98 with baker grade IV capsular contractures. Upon removal, the pt's left breast was found to be free of rupture, but was noted to have gel bleed and extra-capsular siliconomas which were also removed from the breast. The pt's right breast was found to have intra-capsular rupture.